Event description:
A matrix midface 4mm screwhead broke off during a midface-mandible panfacial fracture repair of the left maxilla. Reportedly, the screw was torqued the wrong way. No patient harm occurred as a result of this event. The screw was removed and a new screw was used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The screw head was broken off the returned screw which is consistent with the complaint. At the break point there is also damage to the threads. The thread major, thread minor and material was measured and met specifications. All features could not be measured due to damage. Review of complaint history revealed (B)(4) complaints for broke or broke during insertion/removal. There have been (B)(4) distributed to date with only (B)(4) complaints which results in an occurrence rate of approximately (B)(4). Examination of the returned piece indicates that the screw was subjected to excessive torque beyond that necessary to insert it as intended causing the noted breakage. The matrixmidface risk management assessment (m03-013a version a.15) addresses the risk of screw breaks during insertion on line 2.2 with a severity of 3 and probability of occurrence of 2. The low occurrence rate of (B)(4) and the breakage noted on the returned piece indicate the use of excessive force used during insertion that resulted in the complaint condition. The design was reviewed and is adequate for the intended use.